Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing date: 12jan2012. Expiration date: december 2015, part 09.820.036s, lot# 6849820 did not contain any ncrs or anomalies. (B)(4) pcs accepted/conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient implanted with a prodisc-c implant at c4-c5 on (B)(6) 2014. On an unknown date patient began experiencing pain. Follow up images revealed the implant had migrated interior. Patient was returned to the o.r. On (B)(6) 2015 where the prodisc-c implant was removed. Patient was revised to an allograft spacer and cervical plate. Procedure was completed successfully with no delay. One device.